Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 23mm sapien 3 valve in the pulmonic position, the patient returned for evaluation due to restenosis of s3 valve. The patient also had a mitraflow surgical valve in place that was placed in 2013 followed by s3 in 2019. The mitraflow was dilated and fractured, and the patient underwent a valve-in-valve procedure with a 26mm s3 valve. The cause of failure was stenosis.

Manufacturer narrative:
The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as relevant information/medical record/imagery was not provided for evaluation. There is no allegation of device malfunction contributed to the reported event. It should be noted that the sapien 3 valve was implanted in pulmonic position. At the time of implantation the sapien 3 transcatheter heart valve (thv) with the commander delivery system (ds) was indicated only for native aortic valve replacement. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the root cause for valve stenosis approximately 4 years post-implantation was unable to be determined due to insufficient information. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.